Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment and sustained trauma at the site. On (B)(6) 2014 the patient underwent revision surgery; during the procedure, a new abutment was placed. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.